Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was provided for evaluation. Per (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior physical visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and passed. A review of the share logs was performed and share tool showed no pink gap for loss of connection within the investigation window and no sensor line. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.